Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture thresholds were observed. The lead was subsequently capped and replaced. The patient condition was good.